Event description:
Pt called in on april to report an issue with the product. Medical affairs spoke to the pt and obtained the following info: the pt mentioned in one instance all day their meter showed low readings of 24,36 7 and 13 mg/dl. The pt did not experience any symptoms at the times of testing. Due to the low readings they ate food and drank juice to elevate their blood glucose. They still took their oral medication even when the meter showed the low reading. In the evening they tested their blood glucose and the meter displayed a 13 mg/dl. They contacted emergency services and when they arrived they tested the pt and received a 177 and a 178 mg/dl. They told the pt their readings where within range and that they did not need to to the the hosp. The pt started to experience an anxiety attack (during the original call the pt reported being sweaty and blue in the face) and insisted they wanted to to the hosp; therefore, emt's took them to the ER. They were taken to the ER and the reading in the ER's meter was 440 mg/dl. They retested them again and the reading again was 440 mg/dl. Time difference between the emt's meter and the hosp meter was within 10 minutes. The pt was treated with insulin and kept over night.. The day before the incident the pt's blood glucose was in the mid 100's. Customer services sent the pt a replacement meter. Upon the pt's request. Medical affeirs sent the pt replacement test strips and control solution. Based on the info provided, this case is being reported as and adverse event, since the pt suffered a serious injury, and the meter may have contributed to the injury.